Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 5/8/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric bypass, when the scrub nurse tried to change the reload of an echelon stapler, the metallic part of the reload remained in the jaws. It was removed with forceps and another reload was used. The stapler then worked correctly. There were no patient consequences.